Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" error message was present during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request onsite service as a 1122 "blower temperature high" error message was present during use. The replacement blower assembly was ordered for repair, and once the customer confirmed that the replacement blower assembly arrived onsite, a field service engineer (fse) was dispatched onsite to arrive onsite to evaluate and repair the device. Upon arrival, the fse pulled and reviewed the event log and noticed that the 1122 error code was actually logged 7 times. The fse powered on the device and found that the blower was not working at all. The fse replaced the blower assembly, ran the precheck tests per the v60 service manual, and verified that the device was working properly after it ran for 20 minutes with a circuit as no alarms occurred. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was never placed on a patient and was replaced with another ventilator once the issue was discovered. There was no patient impact.